Manufacturer narrative:
G4 updated to reflect investigation, results still pending.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Correction: g1. Additional information: a1, g4, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture [insert date manufactured] to the present date 01/07/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.